Event description:
It was reported that a small volume folfusor underinfused during infusion. After two days of therapy, it was observed that the folfusor had not delivered all the medication dose and half the medication dose remained within the device and had not been delivered to the patient. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 ¿ october 27, 2023. H11: the device was received for evaluation containing 63ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.